Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting short burst of noise. The patient was not pacing dependent, and the physician elected to continue to monitor. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that atrial lead noise resulted in over-sensing and inappropriate automatic mode switch. Noise was reproduced with arm movement. An increase in pacing impedance was also noted. Programming interventions were made. The patient was stable.